Event description:
The device was removed due to a "hole in the reservoir". As reported to co, the resipump component only; leaving inplace the cylinder(s). 4/7/97 - upon receipt of the operative report from the physician/surgeon, he stated, "pt present in his office stating "his penis was erect for over a week's time. Preoperative diagnosis: contracture of scrotum. Operation: release of contracture and replacement of resipump. Procedure: the dense scar tissue was incised over onto the resipump. I was able to tear the capsule and release the pump within the scrotum. I then began to cycle the device and it seemed apparent that there was a decrease in the volume within the resipump. As a result, I delivered the resipump up out of the opening and found that there was a leak on the seam at the upper portion of the resipump."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 12/19/96 and revised on 2/4/97 due to a "hole in the reservoir." In the received info the physician stated that the pt presented in the office and stated that "his penis was erect for over a week's time. Attempts to deflate the prosthesis were unsuccessful because he had developed a dense contracture around the resipump." The preoperative diagnosis was "contracture of the scrotum." During the operation the physician stated that "the dense scar tissue was incised over onto the resipump...I then began to cycle the device and it seemed apparent that there was a decrease in the volume within the resipump. As a result, I delievered the resipump up out of the opening and found that there was a leak on the seam at the upper portion of the resipump." A resipump was returned for evaluation. Examination and testing of the returned component revealed four separations/sites of leakage. The first two are located posteriorly in the pump bladder. One is one the superjoint and the other is adjacent to the first in the bulb. Examination of the surfaces of these separations revealed markings indicating contact with sharp instrumentation. The third and fourth separations are located inferiorly in the serialized and non-serialized strain relief. Examination of the surfaces of these separations revealed markings indicating contact with sharp instrumentation. Because qa's examination of the returned components can neither confirm nor disprove the report of "contracture around the resipump," qa accepts the physician's observations of such as the reason for surgical intervention...because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. In addition, because the observed damage combined with device usage and/or the natural pressure on the device in-vivo, would have resulted in the loss of fluid, which is not consistent with the ability to produce an erection, qa concluded that this damage most likely occurred at or subsequent to explant.